Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 316 mg/dl. The customer stated that insulin is "squirting out" during the manual process. The customer stated that they are receiving an a33 alarm. The customer stated that the drive support cap is sticking out. The customer was advised that the insulin will need to be replaced the customer was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.